Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot when received. However, the trip wire was kinked at the proximal section. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, there were five bands attached on the ligator head; however, some bands were moved out of their original positions, confirming the deployment failure. It was possible to observe that the ligator head teeth were damaged but no damaged observed on suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) and product labeling.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the device was placed on the endoscope under usual conditions. The elastic band was then attempted to be deployed; however, the band was impossible to release as it remained attached to the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported and no clinical consequences as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the device was placed on the endoscope under usual conditions. The elastic band was then attempted to be deployed; however, the band was impossible to release as it remained attached to the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported and no clinical consequences as a result of this event.